Event description:
During an intervention procedure in the calcified, acute angled mid left anterior descending (lad) artery, a dissection was noted on multiple attempts to pass various sizes balloons and stents including a cypher select. They tried to pass cypher select plus as a fast recourse but failed to cross. The pt remained stable throughout and was taken to surgery for coronary artery bypass graft (CABG). Please note that the product was used after the expiration date.

Manufacturer narrative:
The product is expected to be returned for testing. Additional information will be submitted upon 30 days of receipt. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.